Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the MRI was stopped and that resolved the issue. The patient went into more detail stating that both stimulators were off. On (B)(6) 2019 they were having an MRI to diagnose pain in their lower back halfway through the MRI they felt a momentary burning sensation in their left neck area that ran a very short distance and lasted approximately only 10 minutes. Very short bursts or flashes and only felt it once. After the MRI the stimulators were turned on as usual and had been providing therapy dictated by their programs. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was scheduled for an MRI for tomorrow, but the patient had also said that the they had an MRI yesterday. They were told by the rep that all they would have to do would be to turn off the device, but stated at their MRI yesterday they had experienced ¿heat going up the left side.¿ there were no further complications reported.